Manufacturer narrative:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change, and the plug deployment button could not be pressed. Hemostasis was achieved by switching to manual compression for 15 minutes. There were no reported injuries to the patient. This was during a lower limb arterial angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used during an interventional procedure. The patient¿s body mass index was greater than 40. The physician was certified to use the vcd, and the device and packaging showed no visible damage. The catheter sheath introducer type was unknown. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was at least 5 mm. The presence of calcium or plaque at the puncture site was unknown, while no stent or significant stenosis was present, and the site had not been previously closed within 30 days. There was also no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the vcd and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop deployed normally without anomalies. One non-sterile exoseal vascular closure device, 6f, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18454456 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Under special patient populations in the instructions for use (IFU), it is indicated that the safety and effectiveness of the exoseal vcd has not been established in patients with a bmi greater than 40 kg/m2. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change, and the plug deployment button could not be pressed. Hemostasis was achieved by switching to manual compression for 15 minutes. There were no reported injuries to the patient. This was during a lower limb arterial angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used during an interventional procedure. The patient¿s body mass index was greater than 40. The physician was certified to use the vcd, and the device and packaging showed no visible damage. The catheter sheath introducer type was unknown. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was at least 5 mm. The presence of calcium or plaque at the puncture site was unknown, while no stent or significant stenosis was present, and the site had not been previously closed within 30 days. There was also no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the vcd and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop deployed normally without anomalies. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change, and the plug deployment button could not be pressed. Hemostasis was achieved by switching to manual compression for 15 minutes. There were no reported injuries to the patient. This was during a lower limb arterial angiography procedure. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used during an interventional procedure. The patient¿s body mass index was greater than 40. The physician was certified to use the vcd, and the device and packaging showed no visible damage. The catheter sheath introducer type was unknown. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle, and the vessel diameter was at least 5 mm. The presence of calcium or plaque at the puncture site was unknown, while no stent or significant stenosis was present, and the site had not been previously closed within 30 days. There was also no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. There was no difficulty connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the vcd and sheath introducer were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The indicator wire loop deployed normally without anomalies. The device will be returned for evaluation.